Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-race :unk. This product is not marketed in the us. Off label use: acd <3.0. Claim # (B)(4).